Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropria te telemetered measured data and an inhibition problem in the ventricular channel.